Event description:
Two hours into treatment pt complained of being dizzy, light-headed. Dislodged venous needle with no alarm condition; "blood noted on blood". 300cc blood in set returned. Pt became unresponsive with tremors. Air way placed 2nd needle placed (arterial needle infiltration), 3000cc saline administered and pt prepared for emergency medical technicians with no loss of pulse or blood pressure. When emergency med techs arrived, pt respiration became shallow, pulse weak. Pt transferred to ER. There was no problem found with the machine by gambro technical services.